Event description:
It was reported that during device replacement, lead dislodgement was noted. Tests indicated that all the electrical parameters were good and the physician elected to leave the lead in its current position. No further issues were reported and the patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.